Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted minor scratches on the device case. The terminal blocks were in alignment. No obstructions were seen. The springs in the connector blocks were seated correctly. The seal plugs were intact and the set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A test lead was inserted into both lead barrels with no difficulties encountered. A series of electrical tests was performed and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure. The right atrial (ra) lead was unable to be inserted into the header of this pacemaker. A new device was used to complete the procedure. No adverse patient effects were reported.